Event description:
After a transeptal puncture to the la, a 110cm 5f marker pigtail catheter was used to assess the laa size. As the length of the pigtail was insufficient to allow advancement of the delivery sheath to the laa, it was exchanged with the amplatzer guidewire. Angiography showed a perforation of the laa after advancement of the device to the orifice, and the physician immediately closed the laa with an amulet (acp2). After device placement, there was a small pericardial effusion which gradually increased and within an hour, a pericardiocentesis was required. The patient became hypotensive and required surgical closure of the laa peforation. After surgery, the patient was stable. It was reported the guidewire caused the perforation.

Manufacturer narrative:
(B)(4). The results of this investigation are inconclusive because the amplatzer guidewire was not returned for evaluation. A review of the device history record confirmed the guidewire met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the guidewire, and the cause for the reported event remains unknown.